Event description:
It was reported that the patient was seen in clinic and low output current was observed as well as low battery. The patient had just had their generator placed in january. The patient underwent a full revision and the explanted devices were discarded by the facility. No other relevant information has been received to date.